Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11 results of investigation: vyaire medical received the device for evaluation. Upon inspection of the driver power module ; it was observed that the orange cable which is a component of the cbl assy choke drvr pwr rev. B was disconnect from the chock board. This was causing the "oscillator overheated" and the oscillator stopped alarms to go off. The reported issue was duplicated. A visual inspection found a loose wire from choke to driver to be the cause of the reported issue. The cable was reattached and module was installed into a known good 3100a test unit and set to run-in approximately 2 hours. No issues were observed during operation. Ventilator continued to performed as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit runs intermittently, overheated and oscillator stopped on the 3100 a ventilator. The customer confirmed there was no patient involved associated with the reported event.